Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the device was "chopping up graft" during the procedure. No patient injury. It was not provided if there was a need to take a second donor site or larger than planned donor site due to the product problem. A replacement dermatome was available to be used. Surgical delay was reported as a matter of minutes in obtaining the second unit (device) from the shelf. No other information was provided.